Event description:
It was reported that the patient was experiencing burning sensation at the ipg site as well as overheating when charging ever since the patient had lithotripsy. It was also noted that there was fluid around the ipg site as well as red burn marks. Additional information was received that the patient also had swelling at the ipg site and had a possible infection. The patient underwent an ipg explant procedure. Additional information was received that the patient was placed on antibiotics and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing burning sensation at the ipg site as well as overheating when charging ever since the patient had lithotripsy. It was also noted that there was fluid around the ipg site as well as red burn marks. Additional information was received that the patient also had swelling at the ipg site and a possible infection. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing burning sensation at the ipg site as well as overheating when charging ever since the patient had lithotripsy. It was also noted that there was fluid around the ipg site as well as red burn marks.

Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed, and data log analysis revealed that the highest temperature recorded while the patient was using the device was within the acceptable range. With all the available information, boston scientific concludes that the reported event was not confirmed. A labeling review found that the reported events are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient was experiencing burning sensation at the ipg site as well as overheating when charging ever since the patient had lithotripsy. It was also noted that there was fluid around the ipg site as well as red burn marks. Additional information was received that the patient also had swelling at the ipg site and had a possible infection. The patient underwent an ipg explant procedure. Additional information was received that the patient was placed on antibiotics and was doing well postoperatively.